Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to unknown batch number, no DHR can be completed.

Event description:
It was reported that the bd ultra-fine¿ 1ml insulin syringe was damaged. The following information was provided by the initial reporter: the deformation of the part (flange) next to the syringe (supporting part during injection) before use.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra-fine¿ 1ml insulin syringe was damaged. The following information was provided by the initial reporter: the deformation of the part (flange) next to the syringe (supporting part during injection) before use.